Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy with bso and cystoscopy for menorrhagia and ovarian cysts on (B)(6) 2010. Isi was provided with the operative report. Additional information provided includes hospital operative and radiology reports. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during surgery. There was no report of an intraoperative complication. On (B)(6) 2010, the patient presented to the ER complaining of abdominal pain. A CT scan performed showed that the patient had ureteral injuries. On (B)(6) 2010, the patient underwent a cysto for possible bilateral ureteral injury. Diagnosis wa definite right ureteral extravasation. The left side - no evidence of injury. Bilateral stents were placed at this procedure. Also, CT guided drainage of intra-abdominal fluid collection during this admission. The patient's medical records indicated that the patient was followed over the next several months. On (B)(6) 2011, the patient was admitted and an exploratory laparotomy was performed with a right ureteroneocystostomy with boari flap. Then subsequent nephrostomy tube removal. The patient was discharged from the hospital on (B)(6) 2011.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.